Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the battery charger board 2 has a bad charger circuit. Replaced the battery charger board 2. The charger board was received by the manufacturer for evaluation. Analysis confirmed reported problem. During functional output bench testing it was noted channel e has no output. Channels a-d and f-h, as well as sense voltage are within inspection parameters. Channel e light emitting diode (led) blinks. Channels a-d and f-h led's all light. Defective printed circuit board assembly (pcba). An electrical failure mode was confirmed and the root cause was found to be charger board 2. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system charger board 2 did not have the correct charge output. There was no patient present when this issue was identified.